Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an unk "sling device," on or about (B)(6) 2003. It was alleged by the plaintiff's attorney that the plaintiff, "suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, add'l surgery," has "experienced significant mental and physical pain and suffering," has "sustained permanent injury," as well as being "injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering," and has had other injuries.

Manufacturer narrative:
The device implanted in this pt was not specified. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.